Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the customer was performing coronary diagnosis procedure. The procedure was delayed and completed as planned. Philips remote service engineer (rse) connected with the customer and confirmed that the reported issue. Upon troubleshooting, rse reviewed log files and identified hostpc losing communication with the frontal velara x-ray generator. The customer restarted the system and issue was resolved. No further issues were reported. After which, system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that during the device stopped producing x-rays. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.